Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital that the pt was experiencing dust in his vent filter. The vent filter and waveforms were sent to the manufacturer for evaluation which confirmed pump end of life due to bearing failure. The hospital made a decision to exchange the pt's lvad for another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.